Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having pain at the incision site on and off, inflamed and sometimes the knot was bigger and heated above the implant. Sometimes it felt like fever and was very sensitive. Patient was urinating more too. Patient was advised to consult with doctor for all the above scenarios. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.